Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle has broken inside the patient. The sales rep cannot provide the lot number, therefore, we log the complaint in the last order sent to the customer. We have no further information on the patient situation. "As per cc form": a puncture was being made and in one the passed the needle broke and a piece remained inside the patient. Patient outcome: a section of the device did remain inside the patient¿s body. A piece of needle and not found. The patient did require any additional procedures due to this occurrence. Tac, look for the piece with brocoscopy. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence . Still we don't know. Patient event / info notes: 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? , no. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). 2l. A. If the lungs, which lymph node was being targeted? 2l. 10. Please describe the size of the intended target site. 22. 11. If not with the device in question, how was the procedure performed and/or finished? With othonwer needle. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? Yes. 16. What intervention (if any) was required? Tac , another procedure. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day?, same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Olympus. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. 25. Was difficulty experienced while retracting the needle? N/a, yes, no. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? Yes. 29. How many samples were obtained (passes completed) with this needle? 2. 30. Did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Cartilage.

Event description:
Supplemental follow-up MDR correction report is being submitted to capture lab evaluation notes and the completion of the investigation on 26-apr-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1964894 of echo-hd-22-ebus-o was returned opened not in its original packaging. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 02 march 2023. Distal end of needle examined and break observed approx. 3.4cm from tip of sheath. A proximal kink below the sheath extender was observed through the investigation it was established that the proximal kink which was observed during the lab evaluation most likely came about as a result of the transport returns process. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1964894 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1964894. The notes section of the instructions for use, ifu0051-9, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0051-9) image review: n/a. Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal tip of the needle to break. As per q.34 of the additional questions it is also possible that the needle tip hitting the cartilage rings of the trachea may also have contributed to the distal needle break. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, it is unknown if the patient did experience any adverse effects due to this occurrence. Tac, look for the broken needle tip with bronchoscopy but could not be found during bronchoscopy. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report being submitted due to the addition of the lab evaluation on 02mar2023.